Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that patient experienced a total of three broken sensor wires. Patient's mother reported that the third of these three sensors had failed and was removed by a clinical diabetes educator (cde). When the sensor was removed, there was a tiny broken portion of the wire that the cde discarded. Patient experienced redness and puffiness at the site, but no pain. Patient's mother applied neosporin on the affected area but does not believe it is infected. Patient's mother described the site as "a fat, popped pimple with fluid." Patient's mother then reported that the patient had experienced two other broken sensor wires since last year that had not been reported to dexcom. Patient condition was normal at the time of his mother's call to dexcom technical support. This is MDR 3 of 3 for the complaint. See mdrs #3004753838-2011-00130 and -00131 for reports 1 and 2 of 3, respectively.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.